Event description:
It was reported the patient had 4 revisions in 2013 because they feel their health care provider (hcp) does not know what they are doing. The patient¿s 3rd revision was because the patient¿s anchors/leads had to be redone. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger. (B)(4).